Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the maxcore instrument. Prior to the procedure, it was noted that there was a string inside the package. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one maxcore device contained within a sealed package in initial position with yellow guard, in which a foreign material (hair) was observed in the package. Based on the photo review, the reported event was confirmed. Therefore, based on the photo review, the investigation is confirmed for the reported device contamination with chemical or other material as a foreign material (hair) was noted within the sealed packaging. A definitive root cause for the reported device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using maxcore instrument. Prior to the procedure, it was noted that there was a string inside the package. There was no patient contact.